Event description:
It was reported that during a suprarenalectomy videolaparoscopical procedure, when testing the device, it worked properly. But when holding the tissue inside the cavity, the generator stopped working, indicating the device had a problem. The device was even assembled four times, the problem still occurred. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. Each device is visually inspected, and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.